Event description:
Surgeon used large surgiclip to clip bleeders during a splenectomy. When the clip crossed one of the vessels, it tore. Also the device did not load 2 or 3 other clips correctly. Surgeon had to use suture to stop the bleeding of the torn vessel.